Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported the mesher was stuck and tore skin graft. Timing of event was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
Review of the most recent repair record identified no related findings/repairs to the reported event. The tech could not duplicate the issue. The device met both the test cut and calibration specifications. The device was cleaned, lubricated, calibrated, tested, and returned to the customer. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.